Event description:
A customer reported a skin reaction with wear of the Abbott Diabetes Care (ADC) device. The customer experienced symptoms described as inflammation, soreness, and "something dripping" at the sensor site, which the customer indicated may have been pus. The customer had contact with a healthcare professional (HCP). Treatment included application of a bandage with Revanol ointment and Clinda Saar 600, beginning on (b)(6)2026. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.